Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary we have determined that the potential/root cause of the failure is likely to be environmental. Presumed environment: lipid-rich residuals due to inadequate pretreatment, which adhere to the lens surface. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on (B)(6) 2021 under normal conditions. The endoscope was reworked for filter defect including filter replacement and passed required inspections, and was released accordingly. Also, there were no concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported image blurriness/fogginess during procedures. Has had to cancel patients. The following is being used at the site: oval in irrigation, pro-advantage lubricating jelly, uses medivator advantage plus with intercept. On site sales person has seen the blurriness, happens mid procedure, stuff sticks to lens wont wash off, becomes foggy. Description of any actions taken: stopped using oval. Stopped using pro-advantage plus. Not sure what they are using now, but should be either ky or healthcare plus. This event occurred at the time of during use. B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.